Manufacturer narrative:
The customer reported that their central nurse's station (cns) screen made a popping noise, and now the monitor no longer turns on. No harm or injury occurred. The issue was resolved when the customer changed the power supply to the screen. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) screen made a popping noise, and now the monitor no longer turns on. No harm or injury occurred. The issue was resolved when the customer changed the power supply to the screen.

Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) screen made a popping noise, and now the monitor no longer turns on. No harm or injury occurred. The issue was resolved when the customer changed the power supply to the screen. Investigation summary: the cns has been in service since 06/17/2015, and a review of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. Possible cause of the issue is power supply failure due to normal wear and tear.

Event description:
The customer reported that their central nurse's station (cns) screen made a popping noise, and now the monitor no longer turns on. No harm or injury occurred. The issue was resolved when the customer changed the power supply to the screen.